Event description:
Caller reported a malfunction on the pump that caused the customer's blood glucose level to exceed 500 mg/dl, with the specific value displayed as "high". No action was performed by the customer, but technical support assisted with a pump reset, allowing the pump to function again. The malfunction did not recur after resetting, and the customer was instructed to contact technical support if the issue happened again.